Event description:
The customer reported that the device overheated during testing. There was no patient involvement and no delay to a surgical procedure. No medical intervention and no adverse consequences were reported with this event.